Event description:
It was reported that the image is completely blurred during surgery despite repeated cleaning of the optics, the image quality does not improve (milky, pale). A new sieve was opened. A different scope was taken to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "image blurry during surgery " was confirmed. According to henke: distal end damaged, dents, endoscope shows signs of usage, image not correct, and humidity inside of the endoscope. The last optical component is scratched and the solder joint is damaged the endoscope shows signs of wear in the form of scratches and dents moisture can enter the optical system through the damaged solder joint, which also prevents clear imaging. The damages to the product were caused by the customer. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image is completely blurred during surgery despite repeated cleaning of the optics, the image quality does not improve (milky, pale). A new sieve was opened. A different scope was taken to complete the procedure.